Manufacturer narrative:
The customer's report was initially verified at a zoll approved service provider and attributed to the analog board. The analog board was returned to zoll medical corporation. The report was duplicated and attributed to tin whiskers on the ECG top shield of the analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.